Manufacturer narrative:
This event was previously reported to the FDA on a summary report and is now being submitted on a 3500 a per FDA request. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: occurred during a laparoscopic sigmoidectomy procedure. There was difficulty in removing the stapler from the cavity. To remove, disconnected the anvil and removed with the finger. There was damage to the patient, a leak in the anastomosis. There was a hole in the rectum wall. There was tissue damage to the rectal wall. In order to resolve the issue and complete the case, sutured the leak. The procedure was extended by about 45 minutes.